Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection: the proximal end of the coil delivery wire was found to be kinked/bent. The main coil was found to be stretched and broken/fractured. Functional inspection: coil in catheter friction functional test ¿ unable to perform due to condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was analyzed. The main coil was found to be stretched and broken/fractured. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported code 'coil in catheter friction', and to the as analyzed codes 'main coil stretched', and 'main coil broken/fractured during use'. An assignable cause of 'handling damage' will be assigned to as analyzed code 'coil delivery wire kinked/bent' as these defects appear to be associated with handling of the product or portion of the product during the procedure.

Event description:
On analysis of the returned subject coil, the proximal end of the subject coil delivery wire was found to be kinked/bent and the main coil was found to be stretched and broken/fractured. There were no clinical consequences to the patient reported as a result of this event.